Manufacturer narrative:
Per the clinic, the patient was administered with antibiotics (specific type, date and duration not reported) to treat the infection. The device was eventually explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed infection at the implant site followed by wound dehiscence resulting in exposure of the receiver/stimulator (specific date not reported). Explant is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report